Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2016 the customer states the unit is damaged. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
After initial review of the information in the complaint file, the complaint was confirmed. The power cord attached to scd express, was damaged with exposed copper wire. The cause of the reported condition for the damaged power cord was due to accidental customer damage. The damaged power cord was replaced to correct the reported issue. Scd express was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.